Manufacturer narrative:
The information that provided with the initial report was missing. The missing information has been included with this report. (B)(4).

Event description:
It was reported that the product name, serial number and lot number has been updated as follow, product name mmt-1715km, serial number (B)(4), lot number hg2d0kw.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received a insulin pump error. Customer's blood glucose value was 327 mg/dl. The customer stated that they were able to clear alarm. Customer stated they are not able to rewind the insulin pump. Customer states insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.